Event description:
It was reported that during meniscus repair surgery, the device head melted and debris fell off. All material was removed from the patient. A new device was used. There was no significant delay or patient injuries.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with strong discoloration/contamination and scuff/scratch marks on the spacer and cap. The shaft of the device identifies to be loose. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the wand was connected to a compatible quantum 2 controller and activated by a known good foot pedal device in saline solution at the default and max settings. The wand produces plasma on the remaining parts of the electrodes/screen. Prior to activation the resistance r2 was measured to be 908 ohms. The suction line was tested and performed as intended. The complaint was verified but the root cause could not be determined with certainty. The device is not designed for prolonged ablation. Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. Factors of electrode wear include, but are not limited to: rate of ablation, power settings, prolonged use against dense or bony surfaces, suction rate and fluid management. There were no indications that would suggest that the device did not meet product specification upon release into. There were no indications that would suggest that the device did not meet product specification upon release into distribution. There were no indications that would suggest that the device did not meet product specification upon release into distribution.